Event description:
More than 15 years after cochlear implant surgery, the patient's device was explanted. Reportedly, he did not use or perceive benefit from the device although testing showed the device is functional (no date or timing information provided). The healthcare provider reported that the patient had tympanic membrane perforation with chronic otitis media. The device was explanted in 2005. No reimplant is planned.